Event description:
During review of medical records, it was discovered that patient was diagnosed with peritonitis in 2010.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and bacterial peritonitis. A supplemental report will be submitted upon completion of the plant's investigation.